Manufacturer narrative:
Data correction for u.s reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow up 07-jan-2016 and 14-jan-2016: this case was duplicated under the case (B)(4) which was identified on 14-jan-2016 and was marked for deletion. All information from the deleted case was transferred to the remaining case (B)(4), including that this case is medically confirmed. Additional information was received from the patient via social media on 07-jan-2016. Concurrent conditions include a special needs child. The patient mentioned that her skin was always grey and she always had dark circles under her eyes. Immediately after her hysterectomy she had a normal color, the circles were gone, and so were almost all of her nearly 100 symptoms including cardiac issues. She had to have uterus, fallopian tubes, cervix, and part of her intestine to be removed. The inflammation from essure caused digestive issues which make eating and evacuating her bowels a struggle. Company causality comment: this non-medically confirmed case report was received via health authority and refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced recurrent and chronic urinary tract infections, seizure-like brain activity, scarring of the intestine due to inflammation, severe lower left quadrant pain, so severe at times that it impeded walking, sitting or standing, and hemorrhage of the left fallopian tube. She underwent a hysterectomy and had to have uterus, fallopian tubes, cervix, and part of her intestine to be removed. The events recurrent and chronic urinary tract infections, seizure-like brain activity and scarring of the intestine due to inflammation are serious due to medical significance and unlisted in the reference safety information for essure. The event severe lower left quadrant pain, so severe at times that it impeded walking, sitting or standing and hemorrhage of the left fallopian tube are also serious due to medical significance and listed. Considering the pathophysiology and infectious nature of urinary tract infections and local action of essure, the company considers the event recurrent and chronic urinary tract infections as unrelated to essure use. The events seizure-like brain activity and scarring of the intestine due to inflammation were reported with very limited information. Neither event onset date nor relevant tests that could specify the diagnosis were reported. Due to lack of information, the causality between this event and essure use cannot be assessed. As temporal relationship between severe lower left quadrant pain and essure use is positive, causality cannot be excluded. Hemorrhage of fallopian tube had probably occurred due to essure removal procedure; therefore, causality with essure is assessed as related. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. According to ptc report, there is no reason to suspect quality defect.

Event description:
A consumer had essure inserted on (B)(6) 2004, six weeks postpartum, and subsequently began experiencing menstrual-type cramps, like labor pain. She reports passing "giant blood clots" vaginally that looked like raspberry jam, with worsening cramps. She also started having urinary tract infections, which she states she has no prior history of. Six months after insertion, she experienced foot drop and tingling in extremities. She went to her physician and was diagnosed with nine ovarian cysts. Over a three-year period (unspecified) she began experiencing migraine-like events. Her cramping worsened, especially around the time of her monthly period, which became highly irregular. Her also experienced significant weight gain, constant bloating, foot and leg swelling, anxiety , palpitations, acne, insomnia, fatigue, lethargy, "wild and uncontrollable" mood swings, seizure-like brain activity, "inhibited serotonin" depression, frequent diarrhea, and gerd. In (B)(6) 2014, she was diagnosed with adenomyosis and a nickel allergy. A hysterectomy was performed on (B)(6) 2014, and reportedly her symptoms have resolved. (Note - the consumer also reported directly to FDA, case (B)(4)).